Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 51 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment. Additional cuts into the insulation were found. These cuts probably occurred during the surgery. The lead body between 25.5 and 22.5 cm proximal to the lead tip, as well as between 3 and 0,5 cm proximal to the lead tip, and the ring electrode were found covered in fibrotic growth. The calcification can be assumed to be the root cause of the reported high impedance and threshold. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Lead was explanted due to high bipolar impedance and high bipolar threshold. No adverse patient events were reported. Should additional information be received, this file will be update.